Event description:
It was reported that the right atrial lead had exhibited noise and could not be programmed around. The lead was capped and replaced successfully during a device change out on (B)(6) 2017. The patient was not symptomatic and was fine during and post op.